Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly and became unresponsive. The pump was connected to a power source. The customer stated the light around the wake button flashes when plugged in however, remains off. Customer reported blood glucose level was not impacted. Reportedly the customer has manual injections as alternate insulin therapy.